Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump time and date were inaccurate. Customer stated they do not believe blood glucose levels had been impacted. Customer was unsure how the pump time and date became inaccurate, and declined to perform troubleshooting with tandem technical support.